Event description:
It was reported that there was liquid leaking from the connector. This issue occurred during priming, and there was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One sample was received for evaluation. Functional testing observed a leak coming from the bond between the tubing and the luer. Further inspection of the bond showed incomplete solvent application. The probable cause is due to a solvent application error during assembly. A lot history review could not be conducted because no lot number(s) was/were identified.